Event description:
The pd nurse of a peritoneal dialysis patient's stated the patient was hospitalized for peritonitis on (B)(6) 2013 due to touch contamination. No further information was provided.

Manufacturer narrative:
A supplemental report will be submitted upon final review by post market clinical physician and completion of the plant's investigation.